Event description:
Lvp bezel post recall group 1 - dom 2019- (B)(6)2019 09:29:10 anese clemons (aclemons) recall point of contact: robert wadsworth biomed equipment support/608-5-1901 ext. 11177 (B)(6)2019 07:58:59 (B)(6)est rcl to mjr (B)(6) 2019 07:54:06 (B)(6), there was no patient involvement confirmed updated from rcl to mjr for the major repairs needed per (B)(6) service tech. Repair approved by (B)(6), biomed, at (B)(6) for (B)(6). Use new po# (B)(6). Please charge repair to credit card, provided by (B)(6) at (B)(6): visa(B)(6), exp 07/2023 // (B)(6),(B)(6)2019 14:16:56 (B)(6), (B)(6) ,(B)(6)2019 08:49:07 (B)(6), during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer.infusion products global customer support operations. A review of the device history record in sap for sn(B)(6)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 - dom 2019- 10/09/2019 09:29:10 anese clemons (aclemons) recall point of contact: robert wadsworth biomed equipment support/608-5-1901 ext. 11177 10/19/2019 07:58:59 dune laraya (dlaraya) est rcl to mjr 10/25/2019 07:54:06 lauryne wasan (lwasan) there was no patient involvement confirmed updated from rcl to mjr for the major repairs needed per dune laraya, service tech. Repair approved by nathanael buschmann, biomed, at nathanael.buschmann@va.gov for $365. Use new po# 695-p00746. Please charge repair to credit card, provided by mike hubbs at 608.280.7053: visa // -e803-1547-4q33fxak3cbf58 // exp 07/2023 // michael hubbs 11/04/2019 14:16:56 christina castaneda (chcastan) 1001901720620005370500132721478184 11/15/2019 08:49:07 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.